Event description:
It has been reported to philips that the system did not start. There was no harm reported. The system was not in clinical use. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Upon inspection, the philips engineer confirmed that starting the system by hand or with a ghost cd didn't resolve the issue. Troubleshooting determined that the system's host pc was defective. The fse replaced the host pc, hdd (hard disk drive) and installed the appropriate system software. After replacement of the host pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.